Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with increased capture threshold from their right ventricular lead. An x-ray during a normal generator changeout revealed that the lead was possibly dislodged and had caused perforation. Lead was capped and replaced during the same procedure on (B)(6) 2020. Patient condition was stable after the procedure.